Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the patient's dialysis clinic. The receptionist stated the nurse was not in. A voicemail was left explaining an iipv was found during evaluation, the date, volume and cause. Device evaluation: the homechoice (hc) was evaluated by the product analysis lab (pal). The device passed both the returned instrument test/evaluation (rite) functional and electrical tests. The assignable cause of the increased intra-peritoneal volume was determined to be an insufficient drain (one or more cycles advanced to the next fill when a slow/no flow condition occurred above the minimum drain volume threshold. Review of the service history reveals the device passed all tests and calibrations prior to its release from baxter. A service history review revealed no previous service events were related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the ultrafiltration volume was 69ml during cycle 5.